Manufacturer narrative:
Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause. The product was not returned for analysis; it remains implanted. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmologist reported that patient was unsatisfied with the postoperative residual cylinder after intraocular lens implant surgery. Additional information has been requested and received. His is one of two medical device reports being filed for the same patient. This report refers to patient's left eye.